Event description:
An eye care professional reported that a male patient experienced microbial keratitis in his right eye associated with wear of focus dailies contact lenses. The incident occurred in 2005 (specific date unk) the patient experienced red eye, burning and mild pain. A 3.5 mm ulcer located paracentrally at the 12 o'clock position with infiltrate (0.3mm) was observed at a hospital based treatment facility. Event diagnosed as corneal infection and antibiotics were prescribed. Best corrected visual acuity, od, reported as 5/10 after the appearance of symptoms, pre-event acuity 10/10. Outcome information is unknown, however, the physician reported that the patient may need a corneal transplant. Request has been made for additional information. However, no further information is known at the time of this report.